Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose levels were 40 mg/dl, 332 mg/dl, 89 mg/dl, 134 mg/dl. Customer experienced symptoms such as diabetic ketoacidosis. The customer did not provide any treatment related to high and low blood glucose level. The insulin pump will not be returned for analysis.